Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post procedure with loss of capture and inadequate sensing on the right ventricular lead. It was noted that the right atrial lead and right ventricular lead had pulled back. A lead revision was performed on (B)(6) 2019 and the patient was stable.